Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an atrial lead that exhibited lead noise and oversensing. Decreased impedance and p-wave amplitudes were also noted. The capture threshold remained the same. During procedure to address the issue, insulation abrasion was noted and confirmed both visually and through fluoroscopy. The lead was capped and replaced on (B)(6) 2020. The patient was stable.